Event description:
It was reported that prior to starting a da vinci s surgical procedure, customer noted 'broken wires' on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be frayed at the distal idler pulley. Frayed strands stick out at the wrist. The idler pulley on which frayed cable sits exhibits gouges/indentations on the outer edge. Additional observation not reported by site was main insulation tube damage. The distal end of main tube had various scratch marks with light material removal. The scratches were .060 - .200 in length and not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. No other damage was found. Intuitive surgical contacted the initial reporter of this complaint to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.